Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve in valve tavr procedure with a 20mm sapien 3 ultra resilia valve in a surgical valve, there was some difficulty crossing the surgical valve, and the sapien 3 ultra resilia valve went in a little deep. The operator tried to reposition the valve more aortic, but it jumped back into the ascending aorta. The team brought the pusher back down, and re-crossed with no issue with +1cc. Per report, there was moderate central aortic regurgitation observed. The team post dilated with the delivery system balloon, but it still looked the same. They post dilated again with a 20 vida at 17-18 atms. However, there was more eccentric aortic insufficiency observed. The decision was made to place another 20mm valve with +1cc. The patient underwent a valve in valve procedure with a 20mm sapien 3 ultra resilia valve. This solved the aortic insufficiency was resolved, and echo report showed a gradient of 7.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by edwards clinical imager, and the following was observed: there is moderate central aortic insufficiency after the first sapien valve is placed. The reported event for central regurgitation was confirmed based on provided imagery. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, post-dilation was performed in an attempt to resolve central regurgitation, which suggests that under expanded valve was suspected after deployment. Under expanded valve could lead to suboptimal leaflet coaptation, resulting in central regurgitation as reported. Post dilation was attempted a second time, resulting in increased central regurgitation, as reported. Post-dilation could cause the valve to become overexpanded and the leaflets to stretch, which could also prevent optimal leaflet coaptation, leading to increased central regurgitation as observed in imagery review. Based on available information suggests that procedural factors (under expanded thv, post-dilation) and/or patient factors (leaflet frozen or damaged) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to b5 and h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of central regurgitation was unable to be confirmed due to unavailability of relevant imagery/medical records. Per report, post-dilation was performed in an attempt to resolve central regurgitation, which suggests that under-expanded valve was suspected after deployment. Under-expanded valve could lead to suboptimal leaflet coaptation, resulting in central regurgitation as reported. Post-dilation was attempted a second time, resulting in increased central regurgitation, as reported. Post-dilation could cause the valve to become overexpanded and the leaflets to stretch, which could also prevent optimal leaflet coaptation, leading to increased central regurgitation as reported. As reported from the field, the perceived cause of the central regurgitation is a potential frozen or damaged leaflet (which may be a result of post-dilation); this could lead to suboptimal leaflet coaptation and central regurgitation as reported, although no evidence was provided to support this at this time. Based on available information suggests that procedural factors (under-expanded thv, post-dilation) and/or patient factors (leaflet frozen or damaged) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve in valve tavr procedure with a 20mm sapien 3 ultra resilia valve in a surgical valve, there was some difficulty crossing the surgical valve, and the sapien 3 ultra resilia valve went in a little deep. The operator tried to reposition the valve more aortic, but it jumped back into the ascending aorta. The team brought the pusher back down, and re-crossed with no issue with +1cc. Per report, there was moderate central aortic regurgitation observed. The team post dilated with the delivery system balloon, but it still looked the same. They post dilated again with a 20 vida at 17-18 atms. However, there was more eccentric aortic insufficiency observed. The decision was made to place another 20mm valve with +1cc. The patient underwent a valve in valve procedure with a 20mm sapien 3 ultra resilia valve. This solved the aortic insufficiency was resolved, and echo report showed a gradient of 7.